Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the left common femoral was attempted using a starclose se device via a 6f sheath after a peripheral interventional procedure. Reportedly, when splitting the sheath, resistance was noted with the thumb advancer and the sheath was not able to split completely. The starclose se clip was not deployed. The safety release mechanism was used and the starclose se device was removed from the patient anatomy without issue. Metal was noted to be protruding from the device (garage leaves) and sheath was torn on the starclose se device. Manual arterial compression and a non-abbott (femostop) device were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The failure to deploy the thumb advancer torn sheath and garage leaf protruding from the sheath were confirmed. The reported failure to deploy the thumb advancer and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.